Event description:
A consumer reported having essure inserted, a confirmation test showing her tubes were not blocked and the inserts ruptured her fallopian tubes. She had surgery to have the devices and her fallopian tubes removed.